Manufacturer narrative:
Block e (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of wire broken at the handle section. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was in good condition, which is consistent with the findings when the device was observed under magnification. No problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the cutting wire was in good condition. Based on the condition of the device, the device did not have any visual problem/damage and it did not show evidence of the alleged problem or any defect that could have contributed to the event reported. Based on the information available and the analysis performed, the investigation will be documented as "no problem detected". A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the pull wire at the handle section of the autotome rx 44 broke, so the device could not be bowed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e (initial reporter facility name): second affiliated hospital of pla air force military medical university block h6: imdrf device code a0401 captures the reportable event of wire broken at the handle section.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the pull wire at the handle section of the autotome rx 44 broke, so the device could not be bowed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.